Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to moisture damage on the electronic assembly. There was no audio beep anomaly. They were unable to verify the low battery life and battery out limit alarm due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 115 mg/dl at the time of incident. The customer stated that he received a low battery alarm and the pump was completely off. He inserted a new battery and received a battery out limit alarm. The customer was assisted with reprogramming the time/date and reprogramming the fixed prime. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.